Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that flow in the electronic gas blender is going up and down from set value and gives an alarm during a procedure. There was no report of any patient injury. Device will be returned to manufacturer.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected device was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. It was found gas flow fluctuations that were outside the acceptable limits. In addition, during device inspection, it was detected gas leaks due to the deterioration of the gas connections. Due to this last issue, the device cannot be repaired and therefore the unit should be scrapped. The involved unit was manufactured in 2010 and according to the analysis of the complaints database, no further events have been reported in the past. Based on the technical inspection, the root cause of the issue has been traced back to corroded gas connections and an overall compromised condition of the device electro-mechanical components. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the customer approved the scrap of the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.